Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that beginning about 4 months after being implanted they were having problems and it was not functioning like it should. The implant was pushing against the surface. They complained to their doctor about this and had surgery on (B)(6) 2017 to correct it. The patient was unsure if it was revision or a new implant that was put in. No further complications were reported/are anticipated.